Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered inappropriate shocks due to supra-ventricular tachycardia. Upon review of the episode, it was determined that the rhythm began in the monitor only zone, however, accelerated resulting in inappropriate shocks to be delivered without the application of detection enhancements. The device was reprogrammed to remedy the issue. No adverse patient effects were reported.